Manufacturer narrative:
Investigations: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the m. Blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: the results show that the valve operates within the accepted tolerance in both positions. Internal inspection: after dismantling of the valve, no deposits were found in m. Blue. Results: based on our examination results, we cannot determine a malfunction at the valve at the time of our examination. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a m. Blue (part # fx801t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the valve was believed to pump more than three hundred (300) times. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.